Event description:
It was reported that the device exhibited a backup audible alarm power on self-test (post) and the speaker did not sound right. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the top housing broken on the right corner. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be buzzer failure on the main pcb. The main pcb was replaced as well as the speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.